Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor was started in the libre app and therefore could not pair with the ilet, resulting in the sensor being in use by another device and requiring replacement, consistent with an improper procedure for sensor start and without an implicated device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed use and setup issues were identified, and no device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.